Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an lioresal with concentration 2000 mcg/ml at a dose rate of 125 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s catheter incision area was infected. The patient experienced fever and an infected surgical area. The physician tested for infection and the result was positive with active infection. Due to the infection both the complete catheter and the pump were emergently removed late at night. Regarding environmental/external/patient factors that may have led or contributed to the issue, poor hygiene was noted. The issue was unresolved as of the date of the report. The patient was without injury regarding their status at the time of the report. The explanted pump and catheter would not be returned to the manufacturer as they were discarded by the hcp. The patient¿s weight and medical history were noted as having been requested but was unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.